Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in logs, the 32056 was found on aca (axes controller, arm) indicating i2c fault on pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the agc current test failed on pitch, replicating the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to sensor failure pertaining to the pitch searchlight printed circuit assembly (pca) of the usm.

Event description:
It was reported that that the customer experienced a repeated recoverable fault 32056 on the universal surgical manipulator 2 (usm2) at startup, prompting a decision to disable the usm2 or restart the da vinci system. The customer performed multiple hard reboots on the patient side cart, but the error persisted. The da vinci system was not connected to onsite, and the customer was asked to provide a picture of the event logs for further analysis. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.